Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) "year s ago." It was determined that the patient no longer needed the device and instead of removing the device it was programmed off. The patient came into their clinic after hearing device alerts. Interrogation showed that there was excessive charge time. The device remains implanted and the plan is to get the device to have multiple consecutive excessive charge warnings that will trigger a "charge time inactive" and prevent future alerts. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.